Manufacturer narrative:
Conclusion: based on measurements performed on the device whilst it was implanted and during explant investigation, it must be assumed that the explantation was not due to a technical problem. The recipient_s perception was unsatisfactory; however, no technical problem could be detected. The reported problems started after 11 years of device use. In addition despite requested no further information has been received. Mechanical damages found during investigation are attributable to the removal surgery. This is a final report.

Event description:
Information was initially received that the user had been re-implanted due to medical reasons, specifically an unexplained lack of performance. In (B)(6) 2019, the user reported to be experiencing a _tingling_ sensation which was not painful but unbearable. However, the _tingling_ also existed even when the audio processor was switched off and would continue afterwards. Reportedly, it was not due to the audio processor and would exist even at night when the audio processor was not worn.

Manufacturer narrative:
The device has been explanted and has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
Information was initially received that the user had been re-implanted due to medical reasons, specifically an unexplained lack of performance. The user reported in (B)(6) 2019 to experience a _tingling_ sensation which was not painful but unbearable. However, the _tingling_ also existed even when the processor was switched off and could continue afterwards. Reportedly, it was not due to the processor and could exist even at night when the processor was not worn. The user was reported to be doing ok with the new device. Per device explantation report received later on 22sep2021, a device malfunction did contribute to or cause the explantation.